Event description:
Per the clinic, the patient experienced a performance decrement and poor sound quality, leading to device non-use. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6), 2025 and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.